Event description:
The purpose of this report is that through a customer complaint varian medical systems became aware of a software problem in the gammawin control software of the gammamedplus afterloader that can result in an inconsitent treatment history report and show the incosistent results in the screen visualization of the control software. An operator started additional treatment on a channel that was reporting 0.0s total irradiation time, but in reality had been treated. The times on the treatment protocol indicated 0 second of irradiation in this channel but the time stamps of the complete treatment were recorded in a correct temporal sequence with the correct interval. The print out indicates that the treatment was completed. It is unknown why the customer did not identify that the irradiation in the channel was executed since the radiation warning light and room monitor system give a clear indication that the source was extended. The treament time was 85.5 seconds and long enough to realize the treatment had occurred. No deterioration in the state of health of this patient is expected due to the reported incident. The operator reported the overdose of 85.5s in one channel was not expected to have any impact on the treatment result or prognoses. The software problem could result in a serious injury with different treatment plan or dose parameters.